Event description:
It was reported the device battery depleted prematurely with elective replacement indicated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that the battery voltage - battery depletion indicated/eri. The programmer s2d data file (B)(4) shows time of eri in save to disk on (B)(6) 2012, device eri<=2.62 volt. The s2d data shows last battery voltage=2.61 v on (B)(6) 2012 15:19:15. The device was returned, analyzed and the device lasted 73% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.